Manufacturer narrative:
The reported complaint was confirmed. This pump is among a group from the same customer that all have a broken tongue. The field service representative (fsr) informed the investigator these broken tongues are due to repeated stress applied from stiff occlusion. The occlusion knob gets stuck, sometimes fully open sometimes fully closed and sometimes in mid occlusion. No other failures were found from inspection of the pump. Fsr initially decided to order tongues but replacement tongues are not available at this time. The fsr gave the customer a loaner pump to use while the pump was returned to the manufacturer for repair. The fsr installed the loaner roller pump successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect roller pump was returned to the manufacturer on 09-sep-2015 and was sent to service to be brought to manufacturers specifications before being returned to the customer. No additional action will be taken at this time.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) stated that he will re-examine for stiffness and pump grease when he returns to repair the broken tongue. Currently the roller pump ihas been taken out of service until the part is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump molded tongue was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.